Event description:
It was reported by service report that the head end lift did not have any up or down motion from neither the footboard nor side rail. No pt involvement or adverse consequences are reported.